Event description:
It was reported the patient experienced itching and twitching a few days prior to the report. A dye study was performed on the day of the report and everything ¿looked good.¿ it was noted a bolus was given the tuesday prior to the report and the patient received benefit. So, it was unknown if there was a system issue. A rotor study was also planned. The reporter was instructed to give a 0.01 ml bolus over 1 minute. No results of the rotor study were reported. It was also confirmed that no motor stalls were in the event logs. The pump was used to deliver baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. It was further reported that the patient was brought back to the operating room (or) on (B)(6) 2015, but once again, the pump and catheter were working during interoperative testing. The surgeon was perplexed, and made the decision to replace the entire system.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).